Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Failure analysis found the secondary failure of the broken conductor wire related to the customer-reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The break on the conductor wire was observed to be within the insulation. A stretched-out insulation was observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the base of one of the grip tips. Components adjacent to the broken wire do not show damage. Additional observation not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable. The procedure was completed with no reported injury.